Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) device exhibited ventricular tachycardia (vt) storm and episodes that were treated successfully appropriately. Noise was observed on both this right atrial (ra) lead and ventricular lead. All measurements were stable and within range. This ra lead remains in service. Additional information received indicated that there was oversensing noted. Boston scientific representative stated that electromagnetic interference (emi) was not suspected. Noise was able to be reproduced via isometrics. No adverse patient effects were observed. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) device exhibited ventricular tachycardia (vt) storm and episodes that were treated successfully appropriately. Noise was observed on both this right atrial (ra) lead and ventricular lead. All measurements were stable and within range. This ra lead remains in service. Additional information received indicated that there was oversensing noted. Boston scientific representative stated that electromagnetic interference (emi) was not suspected. Noise was able to be reproduced via isometrics. No adverse patient effects were observed.